Event description:
It was reported that an ilet user experienced increased insulin use because their blood glucose had been running higher than usual while they were ill, and customer support explained that elevated glucose requires more insulin delivery to return to range; no alerts or alarms were reported and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and resolution through education. Investigation included customer interview and troubleshooting review. Investigation of this case revealed no device malfunction and no component failure, with user illness identified as the situational factor associated with the elevated glucose and increased insulin utilization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with illness-related hyperglycemia and expected device behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.